Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tube the stopper pops out of the tube. This is report (5 of 9). The following information was provided by the initial reporter. The customer stated: "we are experiencing stoppers popping off."

Manufacturer narrative:
H.6. Investigation: bd received one hundred and four (104) samples for investigation. Twenty-nine (29) samples were randomly selected and evaluated by functional testing. The indicated failure mode for stopper pop off with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of stopper pop off. Bd has initiated further root cause investigation relating to the issue of stopper function defects through CAPA#1875009. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tube the stopper pops out of the tube. This is report (5 of 9). The following information was provided by the initial reporter. The customer stated: "we are experiencing stoppers popping off."